Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: u-groove is not damaged; test clip slides securely on and is able to be removed w/o defect from pump. The battery compartment is cracked at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2015.